Event description:
Reported by nurse that the device was alarming and reading: "system error". Device sent to biomed for assessment. Assessment revealed: pcu error log has several system errors 800.8000. There is no definition in the service manual for this system error. The pcu was sent to alaris for warranty repair and it has been returned to service. No patient harm.